Event description:
A report was received that the pt was experiencing redness and pain at the pocket site. The pt went to the emergency room, where it was determined she had an infection. The pt was put on antibiotics and she reported that even though the redness went away, her pocket site was still painful. The pt was put back on antibiotics by her physician, and a revision surgery was recommended if her pain does not subside.